Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with an indentation in the a2-segment of the anterior leaflet. A mitraclip xtw (60312a1005) was inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties grasping and capturing the leaflets occurred, resulting in tissue injury. The clip was ultimately deployed on the mitral valve, reducing mr to a grade of 2. To further reduce mr, a second mitraclip, a mitraclip xtw (60312a1032) was inserted, grasping was performed. A decision was made to reposition the clip, and the clip was retracted from the valve. The second clip was then repositioned, and grasping was performed. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be retrieved, and ruptured chordae was observed. Therefore, the clip was implanted where it was stuck, attached to both leaflets, with chordae. The procedure was completed with two clips implanted, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.